Manufacturer narrative:
Philips investigated this complaint. According to additional information collected, an angiogram diagnosis procedure was performed which was completed before the system shut down. A philips field service engineer (fse) inspected the system on site. During troubleshooting, the fse found that the pdu did not provide the 24 v dc necessary to enable the system to power up. Review of the log files confirmed that the pdu (power distribution unit) fan tray and dcps were malfunctioning. To resolve the problem fse replaced fan tray and uploaded patient images to pacs from the last examination before the issue and return part for further analysis, and it found psu2 were defective, with yellowish stains on the housing above the sticker. Philips has initiated a field safety corrective action. After replacing pdu dcps, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, the procedure was completed before the system shut down which successfully leads completed on same as planned. The procedure was finalized without a delay on the same system since the issue occurred after procedure completion, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system had shut down on its own and was unable to boot up after that. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.